Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplmental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 9 weeks post-implant, it was reported that the patient had signs of hemolysis. An echocardiogram indicated a decrease in flow through the pump; therefore, the patient was readmitted and standard antithrombotic therapy was started. Approximately 6 days later, the patient was transplanted. It was also reported that during the transplant, thrombus was visibly confirmed between the inlet stator and the rotor.